Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. The device was not at elective replacement indicator (eri), but it would have met 91% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. \concomitant product(s): 6932-65 lead, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported by the patient that the right atrial lead was "burning up the battery life" of the device, and both were replaced. Follow-up with the physician's office was attempted, but no further clarification could be obtained. No patient complications have been reported as a result of this event.